Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-may-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device did not reconnect after the remote re-image. A field service engineer found that the device remained offline after the upgrade to version 1.7, and network testing showed it could not ping the gateway. After relocating the device and connecting it to a known-good port, it remained offline. Further troubleshooting confirmed that the nic card on the all-in-one had failed. The fse replaced the com sled. However, the issue persisted with no change in connectivity, and a total firmware update was performed, but the device still failed to maintain a network connection. The fse then replaced the network cable between the com sled and docking board, with no improvement observed. The network technician later identified a duplicate mac address as the root cause. To resolve this, the fse swapped the network connector between the internal and external networks and provided the network team with a new mac address. The network team confirmed that the device was successfully reconnected to the network. The fse then installed bomgar, verified remote access, and tested functionality successfully. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es device failed to reconnect after a remote re-image. It was suspected that either the network configuration did not copy correctly or the dha bomgar installer does not install successfully. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.